Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a concern about an infection of a spinal cord stimulator system and that was the reason for an MRI. The patient presented in the emergency room due to a suspected infection. Follow-up information indicated the device was explanted due to infection. No device issue was alleged. No outcome was reported. Follow-up is being conducted to obtain this information. If additional is received a follow-up report will be sent. The patient not charging and having a telemetry issues was not related to this event as previously reported.

Event description:
It was reported that there was a concern about an infection of a spinal cord stimulator system and that was the reason for an MRI. The patient presented in the emergency room due to a suspected infection. The implantable neurostimulator (ins) had not been charged recently and there was no telemetry with the ins. It was reviewed that telemetry was needed to confirm MRI eligibility. Follow-up information indicated the device was explanted due to infection. No outcome was reported. Follow-up is being conducted to obtain this information. If additional is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).